Manufacturer narrative:
Additional information received 15sep2015: the facility believes the dermatome was purchased approximately 6-7 months ago. I spoke with the clinical resource nurse, and to date, there have been no patient complications post-surgery.

Manufacturer narrative:
Integra has completed their internal investigation on 11-3-2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; could not confirm reason for return, all assemblies are in tolerance and calibrated correctly. DHR review; device history record reviewed for (B)(4) manufactured on 12/26/2012 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; no manufacturing or design related trend has been identified. Conclusion: in summary the end users reason for return could not be duplicated or confirmed.

Event description:
This event involved 2 different devices. This report is for device 2 of 2. It was reported an additional donor site has been created and the patient now has "additional seams." It was reported, the device took a poor, patchy graft. The brass ring on the first blade popped off completely. For the 2nd blade, the brass ring was flaking off. The reporter believes this could potentially leave particles in the patient. Additional issues that occurred for this event include; the unit had to be switched out to another manufacturers unit (4") to complete the graft. The patient now has additional "seams" and an additional donor site due to failed 6" unit. It was reported the device was in use for this event; however, no patient injury is alleged.